Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two parts. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. Visual inspection at 10x magnification showed the characteristic of zmb00 as a circular zone across the optic was detected. These rings were observed in the complaint unit. This indicates that the lens is a zmb00 model. Diopter measurement was not performed to address the refraction error as the condition of the lens was not adequate for diopter measurement. The condition observed in the lens received is consistent with a lens that has been implanted and explanted from the patient eye. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to an unexpected post-op refraction. It was stated that the target refraction was missed due to calculation error. The patient was reported to be doing very well. No further information was provided.

Manufacturer narrative:
(B)(4).. All pertinent information available to abbott medical optics has been submitted. Placeholder.